Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) recorded syncopal episodes and atrial automatic threshold detected as greater than programmed amplitude or suspended. It was recommended to further evaluation on this right atrial (ra) pacing lead. Presenting electrogram showed ICD operating as programmed and ra lead capturing. Also, most recent lead tests were within normal limits. The ICD and the ra lead remain in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).